Event description:
According to the reporter, during a laparoscopic gastrectomy, when powered stapler and laparoscopic instruments are inserted, the seal of the three trocars were damaged and gas leaked from the seals. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3h2637y unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3h3461y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.